Event description:
The complaint is reported as: home health nurse used side clamp on PICC line to change out medication. When line re-flushed line was noted to be leaking with blood coming out in the area where side clamp would be used to clamp the line. PICC line replaced. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: home health nurse used side clamp on PICC line to change out medication. When line re-flushed line was noted to be leaking with blood coming out in the area where side clamp would be used to clamp the line. PICC line replaced. No patient harm reported.